Manufacturer narrative:
The device used in treatment was returned and evaluated establishing a relationship between the reported event. A visual inspection reported no defect, the functional evaluation found that the support screen was missing causing the device to not function. Probable cause determined as missing component. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains further instances of the reported event. However, this investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during burn surgery water did not come out from the device. No harm or injury reported.